Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system was unable to boot up, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The customer resolved the issue by performing a system restart, following which the system worked normally until the next restart. The fse evaluated the system and found, via cat tools, that there was a frame grabber card issue in the flex vision pc, causing boot up issues. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction z-1144-2024, which was implemented on this system and the system was performing as intended and was handed over to the customer. The codes were updated based on the investigation outcome.